Manufacturer narrative:
Based on the information available, there was no device available for analysis. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced an allergic reaction after an implantation of an artificial urinary sphincter(aus). The patient's genital is swelled and the skin is peeling. The physician suspects an antibiotic allergic reaction from the inhibizone coating. An allergy test will be performed on the patient and a possible explant procedure is possible after the test.